Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited intermittent oversensing. The lead was picking up a non-existent r wave after an atrial pace. The lead was repositioned but the oversensing continued. The lead was explanted and replaced. The patient was stable.